Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 10-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent birth control. Shortly after the procedure, plaintiff began suffering from severe menstrual pain, severe lower abdominal pain and cramping, severe back pain, pain during intercourse, migraines, vaginal infections and discharged, fatigue, headaches, and sharp pelvic pain, for which she sought medical attention. While seeking medical attention for these complications, and attempting to ascertain their cause, none of her doctors connected these symptoms to the essure device at the time of her treatment. In (B)(6) 2015 plaintiff visited her healthcare provider to explore her options to have the coils removed. She was planning to have her essure device removed as a definitive solution to the pain and suffering. Besides the physical pain the plaintiff also suffered from emotional anguish as a result of the coils. Company causality comment: this spontaneous case report was received from an attorney on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented sharp pelvic pain, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, shortly after the procedure consumer began to experience increasingly sharp pelvic pain and she was planning to have her essure device removed as a definitive solution to the pain and suffering. Considering the positive temporal relationship and in the lack of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal will be required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("sharp pelvic pain /sharp pains in pelvic area") in a 37-year-old female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), the first episode of vaginal infection ("vaginal infections and discharged"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the second episode of vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation on 10nov2010). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, fatigue, headache, vaginal haemorrhage, cystitis, urinary tract infection, the last episode of vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: per pfs: essure was not removed.plaintiff are not currently planning for essure removal. Diagnostic results: 15jan2010: hsg was done. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, vaginal infection, vaginal discharge added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("sharp pelvic pain /sharp pains in pelvic area") in a 37-year-old female patient who had essure (batch no. 628435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), the first episode of vaginal infection ("vaginal infections and discharged"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the second episode of vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation on (B)(6) 2010). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, migraine, fatigue, headache, vaginal haemorrhage, cystitis, urinary tract infection, the last episode of vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: per pfs: essure was not removed.plaintiff are not currently planning for essure removal. Diagnostic results: (B)(6) 2010: hsg was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 28-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report was received from an attorney on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented sharp pelvic pain, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, shortly after the procedure consumer began to experience increasingly sharp pelvic pain and she was planning to have her essure device removed as a definitive solution to the pain and suffering. Considering the positive temporal relationship and in the lack of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal will be required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.